Event description:
The user reported a leak coming from the u2400 for two weeks while they continued to run the analyzer. The user is unable to locate the source and stated at times the analyzer had leaked onto the floor in a walkway and in an area with electrical cords for other systems. They had checked the water and waste lines and removed the side panel. The leak was contained and cleaned up by the lab staff. No erroneous pt results were generated. No operators were harmed.

Manufacturer narrative:
The field service rep stated the cause was a possible clogged drain line. He bleached out and rerouted the drain line. He then performed several air purges and had the user run pt samples.